Event description:
It was reported a motor stall occurred at 08:11 and recovered at 08:17. An attempt to read the pump with a magnet was made. The outcome was listed as ¿normal function, no action needed.¿

Manufacturer narrative:
(B)(4).